Event description:
It was reported that a user experienced four low glucose events over two days while using the ilet system, with the lowest glucose reading indicated as "low," reported at 59 mg/dl and disclosed announcing two lunch meals and a high-glucose correction outside of their usual low-carbohydrate routine. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-treatment with oral glucose. Investigation included review of synced device data and user education on appropriate use of meal announcements and avoidance of using meal entries for correction. Investigation of this case revealed user error related to use of meal announcements as a correction method, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.

Manufacturer narrative:
Initial.